Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Subsequently a revision procedure was performed where the lead was explanted and the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received from the hospital that at the time of the lead revision, a fracture on the left ventricular (lv) lead was suspected but not able to be confirmed.